Manufacturer narrative:
The sales manager advised the staff at the user facility in the future not to hot swap scopes, power down to remove and or install scopes in light source. Also, that the error must be cleared before trying any additional scope or it will appear the additional scope has the same error. Additionally, noted from the technical guide, that if foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope to wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Also verify the video connector socket is free of debris on the processor. The sales manager will follow up with the user facility. As part of the investigation, olympus followed up to obtain additional information regarding the reported event but with no results. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The sales, territory manager, was informed by the biomedical equipment technicians at the user facility via telephone that the visera 4k ultra high definition camera control unit has e222 & e224 communication errors across multiple scopes/processors during an unspecified event. The equipment information is unknown. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, and since the device was not returned to olympus for evaluation, the event cannot be confirmed. The root cause of e222/e224 cannot be determined. However, the following is included in the instructions for use to troubleshoot the event: "·code:e222,e224 ·error message:camera head communication error ·possible cause:camera head communication is failed. ·solution:immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus." Olympus will continue to monitor field performance for this device.